Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this pacemaker was experiencing noise oversensing with the right ventricular (rv) lead to can and recorded pauses in pacing greater than 2 seconds. Lead measurements appeared to be stable. Healthcare professional performed pocket manipulation and had patient performed several motion maneuvers but could not replicate the noise issue. The patient is dependent however was not symptomatic. The healthcare professional elected to reprogram the device and will continue monitoring this patient via latitude home monitoring system. No additional adverse patient effects were reported. This pacemaker remains in service. The right ventricular lead is a competitor lead.